Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports erratic readings with his plink meter. Analysis run on clark error grid using mean avg reading (215) as ref points vs bd readings (21, 498, 126) yielded data points in the e/c range of the grid, outside of acceptable limits.